Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). A revision surgery was performed in which a new reservoir was implanted. The patient was reported to be stable after the procedure. No more information available at the moment. Should additional information become available, it will be provided.